Event description:
Report received from the USA stating that the device had overheated in surgery. It is known that the device was being used during surgery; however, no injuries occurred. It is unknown if medical intervention or a delay occurred during the surgical procedure. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "heat" was confirmed. During service the device, failed the pre-repair diagnostic temperature test. If additional information becomes available a supplemental report will be submitted. (B)(4).